Event description:
It was reported that the customer had high blood glucose levels. No glucose levels were reported. It was stated that the customer's insulin pump continued to alarm no delivery alarm event when the reservoir was not installed in the device. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with missing e-clip on the driver block , which prevented further testing.